Event description:
Reportedly, during the follow-up performed on (B)(6) 2014 (or (B)(6) 2014 -the exact date is unknown). The device was found operating in vvi mode at 70min-1. An analysis is requested (in order to determine if the device switched in standby mode).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during the follow-up performed on (B)(6) 2014 (or (B)(6) 2014 -the exact date is unknown) the device was found operating in vvi mode at 70min-1. An analysis is requested (in order to determine if the device switched in standby mode).